Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited low battery alarm . Per reporter the batteries had been changed approximately twenty hours previous to the reported alarm. Per reporter the residual volume was 49.9ml, rate 5.4 ml/hr. And given 198.4 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.